Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was found having white dot on the image but not affecting the cone. The boroscope found tear marks on the channel, play in the control knob. The plastic distal end was observed with deep dents and scratched. The distal sheath adhesive is cracked, the insertion tube also has minor scratches. It was also noted the there was a customer label over the grip and the light guide tube has minor scratches and dents on the plug. Additionally, an ess was requested to be dispatched for training. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that¿s during reprocessing, the staff is not following the instructions for use (IFU) for the manual cleaning process with their evis exera iii colonovideoscope. It was also reported that they are using simethicone infused water for precleaning and are unaware of the delayed reprocessing time. The facility administrators were concerned that the residual simethicone may be in the endoscope channels. A concern for the harboring of bioburden and biofilm was a risk. The customer later informed olympus there is no reports of death, harm or injuries related to this event as the facility is currently investigating this event. Olympus was made aware on 23feb2022, the scopes captured in (B)(4) were a part of the facilities ongoing investigation of complaints related to patient identifiers; (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The olympus endoscopy support specialist (ess) performed a reprocessing in-service/customer competency. The ess noted the facility utilized the medivator¿s scope buddy plus for manual cleaning and manual flushing of endoscope channels. For manual high-level disinfection, rinsing, and alcohol flush, the facility used medivator¿s reprocessor. All olympus recommended reprocessing guideline steps were reviewed following the olympus reprocessing manuals during the in-service. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and considering the following observations, it is likely the event occurred because the facility staff was inadequately trained in reprocessing and/or device handling in accordance with the instructions for use (IFU): the end user was using simethicone infused water for precleaning of the endoscopes. Staff was not knowledgeable of the delayed reprocessing time. Staff was not completing all steps of manual cleaning per the IFU. The user had concern about risk from the above deviations and sent the device to olympus. The event can be detected/prevented by following the instructions for use which state: ¿1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ ¿some national or professional guidelines recommend using a detergent solution for precleaning. Consult with your hospital¿s infection control committee regarding use of the detergent solution. Do not apply lubricants to the aw channel cleaning adapter. Lubricants may cause malfunction of the aw channel cleaning adapter.¿ ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.